Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to a herniation of the reservoir component. The existing reservoir was explanted and replaced with a new one. The new reservoir was implanted in a different position. The explanted ipp reservoir is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.